Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated high impedances on all contacts. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Reported event remains unknown.